Event description:
It was reported that the patient's right ventricular lead exhibited noise leading to over-sensing. The lead was replaced. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.